Event description:
It was reported patient experienced pain at the pocket site due to loss of weight and ineffective therapy due to lead migration and confirmed via x-ray that both leads migrated. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3- date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention, wherein both the leads and ipg were explanted and replaced. Reportedly effective therapy was restored.